Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The patient felt twitching due to the disldogement. No further patient effects were reported.